Event description:
It was reported that a spaceoar vue was implanted likely in the rectal wall of the patient, the procedure was complicated due to needle placement concerns. The patient subsequently developed severe pain and urinary retention, for which a foley catheter was placed. He was discharged without a clear explanation for the retention. While home, the patient's condition deteriorated, with worsening rectal pain and no bowel movements. A week later, the patient was under significant distress and was evaluated by the urologist, who noted dehydration and again discharged him with hydration instructions. The patient was later taken to the emergency department, where he was found to be septic with a white blood cell (wcb) count of 33,000. Imaging revealed an abscess and significant air around the spaceoar. Despite antibiotic therapy, his condition did not improve. A transurethral resection of the prostate (turp) was attempted to access the abscess but was unsuccessful due to its posterior location relative to the prostate. Subsequent magnetic resonance imaging (MRI) confirmed a reduced prostate volume post-turp but persistent fluid collection. Interventional radiology performed a CT-guided drainage via an anterior approach, yielding purulent fluid. The drain was left in place, and the patient's wbc count began to decline, though it remained elevated. The patient was reported to be hospitalized for 10 days and reported that would be discharged three weeks post-procedure. The physician decided to wait at least 3-6 months before doing radiation.

Manufacturer narrative:
Block h6: device code a1502 is being used to capture the reportable event of non-vascular gel misplacement. Patient code e0306 is being used to capture the reportable event of sepsis. Patient code e172001 is being used to capture the reportable event of abscess. Patient code e1309 is being used to capture the reportable event of urinary retention. Patient code e2330 is being used to capture the reportable event of pain. Patient code e1007 is being used to capture the reportable event of constipation. Patient code e1201 is being used to capture the reportable event of dehydration. Patient code e0311 is being used to capture the reportable event of elevated white blood cell count. Patient code e2304 is being used to capture the reportable event of chills (rigors). Patient code e2339 is being used to capture the reportable event of rectal ulceration. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.